Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a hyperglycemia. Customer's blood glucose level was 27 mmol/l at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer feel to do troubleshooting for high blood glucose. Customer was not alleging the insulin pump for under delivery. Customer reported insulin exited at the quick release. Customer also reported some bleeding on time of removal of set. The insulin pump will not be returned for analysis.